Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received and it was reported that the cause of the catheter connector occlusion was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 16-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen (4000mcg/ml) and fentanyl (255mcg/ml) via intrathecal infusion pump for movement disorders. It was reported the patient was admitted to the hospital on (B)(6) 2020 for respiratory depression and increased spasticity. A dye study was performed bedside and the catheter was unable to be aspirated. Emergency surgery was scheduled to stabilize the patient as their baclofen dose was too high to match oral or intravenously. During catheter exploration it was determined that the catheter connector was occluded. It was replaced and the catheter was successfully aspirated by 2cc¿s. Consistent csf flow was observed before reconnecting to the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report.